Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) followed up with the clinical engineer (ce) and obtained the following additional information: the instrument was inspected prior to use. The failure was identified prior to the procedure and the customer did not use the instrument. It was unknown if the instrument collided with any other instrument or tool during the procedure. The customer confirmed that there was no alignment issue with the instrument. D02- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have a damaged conductor wire. The insulation was found damaged and was missing material approximately 0.023" x 0.080" in size. The electrical wires were not exposed and the electrical continuity test passed. The root cause of this failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the insulation on the conductor cable of the maryland bipolar forceps was found to be damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information regarding the reported issue. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used in a procedure on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. This last usage of the device was before the reported event date of the issue identified in central processing. It remains unknown if the damage occurred as a result of central processing or during the last procedure usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .